Event description:
It was reported that the user shut down the ilet after a failed scan of a connected libre 3 plus sensor, then requested assistance to turn the ilet back on; after placing the ilet on the charger, the system powered on and the sensor reconnected and operated as expected. Symptoms included no reported adverse clinical signs. Outcomes included no reported impact to the user¿s health and no alerts or alarms. Investigation included technical support troubleshooting and user education conducted remotely. Investigation of this case revealed that the device functioned as designed after restart and charger placement, and the sensor communication resumed without further issue. It was concluded that the event was consistent with a transient scan or connectivity issue that resolved with device restart and did not result in patient harm.